Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent noise. Technical services (ts) reviewed the proscntlna electrogram (egm) and noted the noise is probably due to muscle which is not atypical due to the distal coll-to-can vector. One year trend of shock impedance is stable and the rv channel is clean. Ts noted the health care professional (hcp) could consider ln-office evaluation to ensure lead integrity. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).